Manufacturer narrative:
An investigation is ongoing, any additional information will be included in the follow-up report.

Event description:
According to the report, bioglue was utilized in a procedure to implant a st. Jude aortic valve in 2004 for repair of aneurysm of the ascending aorta and of the sinus of valsalva non-coronary cusp. The post-operative course was uncomplicated; however, the patient was re-hospitalized for intracranial hemorrhage ten months after initial surgery. Subsequent to the second surgery, in which they performed a craniotomy, the patient developed a fungal infection. The patient experienced acute abdominal and flank pain and subsequently a "fairly significant clot" was found in her distal aorta. After pathology results of the culture showed evidence of fungal growth, a tran esophageal echocardiogram was conducted and revealed extensive clot near the prior aortic valve replacement. Re-operation was completed in 2005. The patient has since recovered. The user facility previously filed a medwatch report regarding the st. Jude valve.